Event description:
During a lobectomy procedure, the articulation didn't work. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis finding of damaged articulation gear teeth, this event is reportable. The instrument was received with the articulation lever broken off and with no cartridge present. The articulation gear was broken in half, and with the teeth broken. No functional test could be performed due to the condition of the instrument. A batch record review was performed, and no anomalies were found during the manufacturing process.